Event description:
It was reported that the customer was hospitalized with low blood glucose between 30 and 40 mg/dl. Leading up to the hospitalization, the patient's blood glucose would not go up despite eating and drinking, his arms were reportedly flailing and he was about to go into a seizure. The customer was given glucagon in the ambulance and the insulin pump was removed during transport to the hospital. The customer was stabilized and released after a few hours. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please see medwatch report 2032227-2014-60824.